Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 to 3.5 in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 to 3.5 in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 to 3.5 in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information was received indicating that the patient passed away. The physician indicated that the death was not related to the use of this device.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 5 to 3.5 in a 6 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The complaint device was not returned to bsc, therefore product analysis could not be performed.